Event description:
Dr. Told me about one of his patients that showed up in rochester at an ortho clinic with a "well fixed six year old tha with a broken taper neck and dissociation. Knocked over by a bull. Walking on it for 3 weeks."

Manufacturer narrative:
An event regarding broken taper neck and dissociation involving an unknown stem & head was reported. The event was confirmed. Device evaluations could not be performed as the device was not returned or made available for identification or evaluation. Insufficient patient medical records were returned or made available for review. A device history review could not performed as the device details of the reported device was not provided and the device was not returned for identification. The exact cause of the event could not be determined. Further information is needed to complete the investigation for determining root cause.

Event description:
Dr. Told me about one of his patients that showed up in (B)(6) at an ortho clinic with a "well fixed six year old tha with a broken taper neck and dissociation. Knocked over by a bull. Walking on it for 3 weeks."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cocr femoral head.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.